Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3889-28, lot# va0ueda, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a loss/charge of therapy since implant such that therapy never worked for her and she still had symptoms. The patient noted that the left lead wire was revised on (B)(6) 2015 and the patient was reprogrammed which was reported to have worked better, but the patient still had symptoms; she wears a pad. The patient also stated that she has suffered from bladder and yeast infections since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.